Event description:
A pedicap that was attached to a ventlab bag got stuck inthe swivel connector of the ventlab bag, they panicked and extubated the pt and then reintubeted because the baby coded and CPR was performed.